Manufacturer narrative:
Patient city: (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occured in turkey. It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026. No further information is available.